Event description:
Additional information was received indicating an echo was performed. Reprogramming of the rv lead was performed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, noise resulting in oversensing and a low voltage impedance anomaly was observed on the right ventricular (rv) lead. Lead insulation damage was suspected as well as a possible perforation of the left ventricle. No intervention has been performed at this time.